Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00086 on may 23, 2016. Siemens filed the MDR 1219913-2016-00086 supplemental report 1 on june 23, 2016. On 07/18/2016 additional information: the cause for the discordant troponin ultra result is unknown. While no exact cause can be determined, instrument maintenance can not be ruled out as the cause of the discordant result. The fse cleaned liquid waste lines, renewed tubing, and changed grey peristaltic pump. No further issues were observed after the fse visit. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00086 on (B)(6) 2016. On (B)(6) 2016 additional information: a siemens field service engineer (fse) was sent to the customer site. The fse cleaned the liquid waste lines, renewed tubing, and changed grey peristaltic pump. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
The patient sample was repeated n=10. The results were between 0.005 and 0.255 ng/ml the cause for the discordant troponin ultra result is unknown. Siemens healthcare diagnostics is investigating. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A(B)(6) advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was repeated and the result was (B)(6). The (B)(6) result was reported. The physician accepted the result as there were no signs of a myocardial infarction. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.